Event description:
It was reported that during an scs permanent implant procedure on (B)(6) 2025, system diagnostic recorded low impedances. Patient experienced motor deficits and uncomfortable stimulation that was exacerbated by movement. As a result, the device was explanted. Reportedly, patient¿s symptoms have resolved.

Manufacturer narrative:
Reporter phone number (B)(6).

Manufacturer narrative:
The reported ¿impedance issue¿ was not confirmed. Analysis of the returned lead found it was in good condition and it passed output resistance and inter-channel continuity testing. The root cause of the reported impedance issue is unknown. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.